Event description:
It was reported that the patient's twiddler's syndrome resulted in a fracture and noise on the right atrial (ra) lead. The ra lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).